Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be ¿inadequate design (dimension too big)¿ resulting in a kinked tip. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed due to the product code being unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the catheter labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the tip of the coude catheter "folded over on itself " during insertion which allegedly caused the patient to experience pain and self-limited bleeding. The catheter was then removed and was reportedly still observed to be folded. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the tip of the coude catheter "folded over on itself " during insertion which allegedly caused the patient to experience pain and self-limited bleeding. The catheter was then removed and was reportedly still observed to be folded. No medical intervention was reported.